Event description:
Consumer initially called with inquiry regarding the true metrix go meter; customer inquired about if the meter needed to be charged. Husband is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 error message using true metrix go meter. Coordinator had initially spoken with customer and transferred to technician. Customer reported feeling weak and dizzy; medical attention was not needed at the time of the call. Customer stated she has not yet had her insulin; customer stated she does not have the needles to administer the insulin and would contact the pharmacy. During the call with technician, blood tests were performed by the customer non-fasting and produced e-2 error message (twice) and test result of hi using true metrix go meter. The customer does not know their expected blood glucose test result range. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 07/31/2025 and open vial date is on (B)(6) 2024. The meter memory was not reviewed for previous test result history. Customer was sent true metrix meter as replacement as display would be easier for her to see.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling dizzy. Customer stated that the dizziness started 2 months ago before she had obtained/started to use the true metrix go meter. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.